Manufacturer narrative:
Received one device. Customer complaint of, latch/lock unresponsive, confirmed through, latch/lock test. Replaced, latch/lock sensor. Performed latch/lock test. Performed sensor calibration. Performed performance verification tests (pvt) , unit pass all testing criteria. Software updated. Unit reset to standard configuration. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the latch/lock was unresponsive. There was no patient involvement.